Event description:
It was reported that they came off ablation with the farawave¿ pfa catheter when the patient went into an atrial standstill for over a minute. They started pacing and the patient was placed on a recording system. This was discovered and confirmed when the patient had no atrial conduction and sinus node not working. The patient fully recovered after being placed in isuprel for five minutes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).